Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 430mg/dl with extreme thirst and excess urination associated with a non-specific inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter stated that the patient's bg on (B)(6) 2016 was 370mg/dl and the patient gave a bolus via the pump, but then the patient's bg subsequently elevated to 400mg/dl. The patient reportedly then changed the insertion site and self-treated with insulin injection and bg came down, but then bg was elevated again on (B)(6) 2016. The patient reportedly self-treated with injection again. Customer technical support (cts) reviewed the pump with the reporter and found all settings and histories were correct. However, a cause for the alleged bg excursion could not be determined during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 03/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/14/2016 with the following findings: a review of the pump histories indicated that the last bolus delivery was a 2.3unit bolus on (B)(6) 2016 at 15:13 and the last basal delivery occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during testing. Test boluses were successfully performed and accurately recorded in the pump histories. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).